Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor anomaly and needle break. The customer's blood glucose value was 168 mg/dl. The customer stated that half the needle stayed in the leg after they pulled it out. The customer did not save the sensor. The product was not returned for analysis.